Manufacturer narrative:
Additional narrative: (B)(6). Event date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the end they had to amputate the leg of the dog. The provided x-rays were reviewed by the manufacturer and it was noted that there were three broken screws and a broken cable. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was obtained from 12 x-ray images received by synthes on (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was obtained from 12 x-ray images received by synthes on (B)(6) 2015. The images currently undergoing review by the medical director. It appears there are three unknown broken screws based on the provided images, not two as previous reported.

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the failing of locking compression plate synthes fixation (lcp sf) plate-screw construction occurred shortly after the surgery took place. The screws broke and the canine had to be revised with a large fragment locking compression plate (lf lcp) which failed to consolidate. The leg was later amputated due to malignity found locally in leg. Also after the second revision the locking compression plate (lcp) fragment; the fracture did not heal. There were no reports of patient harm or of any surgical delay. Device used in a veterinary case for a (B)(6) canine. No patient information will be reported. This report is for an unknown plate. (B)(4).